Event description:
I replaced my mentor silicone implants that were 8 y/o with mentor silicone implants in hopes that I would fix the issue I was having with symptoms of fatigue shoulder, neck pain, swollen lumps, symptoms of fibromyalgia, etc. I believe my body was rejecting the silicone implants and the old implants had leached toxins out into my body. I was going to go with saline but my plastic surgeon recommended silicone. I took his advice. On (B)(6), I explanted once again because my symptoms got worse over the months and I felt as if I were literally dying. Nothing was making me feel better. I was on pain pills and was taking them on an everyday basis two to three times daily to help the pain in my shoulder stop which it just dulled it not stopped it and to stop the burning on my left side which had increased. Left side meaning the whole left side of my trunk. Up to and including my calf as well as under my skull above my neck. I especially felt as if it would bring relief if I could have the left side of my body lobbed off. Serious inflammation. I tried everything occupational therapy, physical therapy, acupuncture, dry needling, chiropractor, cryotherapy, juicing, natural supplements. I studied nutrition so I followed a medicinal approach to my daily intake of nutrients. Needless to say, it never got better. My plastic surgeon found my right implant ruptured. Not even 8 months old. I'm not quite sure I managed to survive. The messed up part (or not was that I don't or didn't look sick. So people thought I was drug seeking, seeking some type of attention from anyone, lazy and did not want to work. This has strained many relationship. I was always a pretty social happy go lucky person and now still recovering from surgery and being sick I am home and don't really out or talk with but a few people. It's wrong that these implants have done this to me and many others!